Event description:
An infinity unit (B)(4) was involved in an event which was described as follows; it was not possible to tighten the left clamp to the side rail of the operating room table. The piece that comes up when tightening the screw would not come up enough to fasten the holder at the side rail. As a result the left side of the base unit was not fixed to the operating room table. One side was fixed and the left side was not. Both screws were screwed up the body stop, but the screw could not be tightened any more. The product was not in contact with the pt, therefore, there was no injury or death involved with this report. There was however, a delay in the surgery for 15 mins while another unit was prepared for use for this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.